Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: m365sc2218500, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7110352.

Event description:
It was reported that the patient was having loss of stimulation due to lead migration. X-ray was taken and showed one lead migrated. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The explanted leads were sent to pathology.